Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the septum after the cartridge was filled with "a little less than" 300 units of cold insulin. The user's blood glucose level was 191 mg/dl. The user successfully changed the cartridge.